Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 08/08/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: power events were observed in the pump black box history. There was no damage observed on the battery compartment or cap. The battery cap was inspected and was found to be within specifications. The pump powered on with audible and vibratory alarms but the display screen remained blank. The pump was opened and the display flex was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting without user intervention. The reporter denied damage to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.